Manufacturer narrative:
A ge service rep performed an on site investigation. The image intensifier was replaced and the camera iris was recalibrated. The system was then found to be operating as intended.

Event description:
The customer reported that when fluoroing from normal to digital spot the image goes white. This resulted in a loss of live image. There is no report of pt injury associated with this event.